Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transmission was received due to a right ventricular (rv) lead integrity warning for high rate episodes, short v-v, and high impedance. Undersensing was also noted on the rv lead. Follow up confirmed that the patient had died but the time of death is unknown. It was additionally reported that around the time of the alert the patient was experiencing ventricular fibrillation (vf) episodes that the cardiac resynchronization therapy defibrillator (crt-d) was able to convert briefly, but the patient kept returning back to vf.